Event description:
It was reported the provisional was found fractured during tray assembly. There was no patient involvement. The parts were discarded, no additional information is available.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for the review of device history records, lot identification was not provided. The reported event is not related to a combination of products; therefore a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This complaint was originally reported under an incorrect manufacturer number (MDR: 0001822565-2022-00424).